Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-17151. It was reported the patient is experiencing random burning at her scs ipg pocket site (not related to charging) as well as a random stinging/burning sensation near her scs lead implant site. The patient was advised to turn off the scs system. Follow-up identified the patient turned off the system before undergoing an unrelated procedure; however, the issues did not resolve. It was determined the issues occur regardless of whether the scs ipg is on or not.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.